Manufacturer narrative:
One non sterile unit of smart 120/150 8x120 mm was received coiled in a plastic bag. Outer sheath was bent at ID band. Stent was partially deployed 1.5 cm. Hemovalve was closed. No other discrepancies were found. Stent deployment was completed with no resistance found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The kinked and partial deployment conditions reported by the customer were confirmed. The exact cause could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in place at the final assembly and packaging processes to prevent this type of failure, such as (B)(4). Procedural factors and handling condition of the unit may contribute to failure as reported. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during shipping, storage, or handling of the unit.

Event description:
After unpacking the box, stent shaft was kinked. When the product was returned it was noted that the stent was protruding 1.5cm. The site confirmed that this was the status of the device prior to the procedure.